Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of device. Failure event observed during analysis.final analysis found that a partial lead was returned. An insulation abrasion was noted at 7.7 cm - 8.0 cm from the connector pin which exposed the outer coil. The abrasion was consistent with constant friction with another implanted device.